Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted faster than expected. The customer's blood glucose (bg) level was 179 mg/dl. Reportedly, the customer was able to charge the pump completely and continued to use the pump for insulin therapy.